Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1000 mg/dl. Customer had symptom of not feeling well. Customer was hospitalized due to high blood glucose. Customer was hospitalized for one week in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. After hospitalization, customer was no longer wearing insulin pump and did not want to give further information.